Event description:
Complainant alleged that the staff was attempting to pace a male pt (age unknown) who was in bradycardia, when the device suddenly stopped pacing. One of the device's settings was 60 ma, but the ppm setting is unknwon. The staff checked the device's connections and pads, but they appeared fine. The staff then changed the pads, but again the device stopped pacing. The staff could observe the pacer spikes, although they were unable to capture with an ma setting of 60. The staff tried higher ma setting, but they still were unable to capture. The staff was able to obtain another device and they successfully paced the pt. The biomedical department examined the device and reported an "intermittent pacer out" problem. There was no adverse effect on the pt.